Event description:
It was reported that during an angioplasty procedure, in the left posterior tibial artery, the gazelle monorail balloon catheter lost pressure. When teh physician performed a second inflation at 13 atm, the gazelle balloon catheter lost pressure immediately. During removal, the balloon detached & was separated from the catheter. Teh physician removed the retained balloon portion, together with the guidewire & sheath as a unit. The procedure was not completed. No pt complications were reported. Pt status is reported as 'fine'.

Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report.